Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading was over 600mg/dl. It was stated that the customer suffered from nausea, vomiting, diarrhea, and congestion. Troubleshooting was performed. It was reported that the battery was removed for two days, and when a new battery was installed the insulin pump alarmed. The correct time and date was entered. Programming and histories of device were reviewed. The customer stated that she noticed blood at the site, but the infusion set was not changed. The fixed prime and high pressure tests were performed and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.